Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that when they were laying down, they started to have tingling in their foot near the big toe probably last week or a little longer. The patient stated that it got to the point where last night when they were trying to sleep, the tingling sensation (agent could not understand what the patient was saying). The patient stated that they didn't know what was causing the tingling, and that they had both bladder and pain ins, and feared they might be interfering with each other. The agent reviewed possible interference from both devices. The agent walked the patient through connecting to the ins and reviewed decreasing stimulation, which the patient was able to do. The agent asked if the patient had previous fall or accident prior to the issue, and the patient stated that on (B)(6), they fell on their sidewalk and they broke a bone on their wrist, they hit their elbow and hip. Patient to monitor the issue and redirected to their doctor to have the device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.